Manufacturer narrative:
Sections with additional information as of 26-mar-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed an no defect found on returned meter and test strips. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-feb-2024 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.

Event description:
Consumer initially reported complaint for error message (e-3). During the call, a blood test was performed by the customer pm non-fasting and produced test result of 88 mg/dl using true metrix meter; customer was concerned the result was low. The customer¿s expected pm non-fasting blood glucose test result is 160 mg/dl and expected am fasting blood glucose test result is 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2025 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 88 mg/dl date: (B)(6) 2024 time:4:20pm non-fasting. Result 2: 167 mg/dl date: (B)(6) 2023 time:9:30am fasting. Result 3: 149 mg/dl date: (B)(6) 2023 time: 9:09am fasting. Result 4: 174 mg/dl date: (B)(6) 2023 time: 9:20am fasting.